Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for daughter that she was hospitalized due to diabetic ketoacidosis on 9/6/17 ( 5:00pm) with blood glucose at time of incident: 270 mg/dl. Patient's current bg: 393 mg/dl. Customer has done the high pressure test with no alarms. Customer¿s daughter have an issue with insulin pump. Customer reported that saturday afternoon blood glucose was running high and took a manual injection and it happen again on sunday at the same time 4pm. Took another manual injection and it came down but went back up in the night and bolus twice with the pump and the first bolus just maintain the 220 mg/dl blood glucose and the second seems to not have an effect blood glucose had risen to 393 mg/dl. Customer states blood glucose has been rising for the past two days think that the pump may not be working. Customer reports they feel okay to troubleshoot. Customer treated for high blood glucose with insulin and syringes. Customer reports they have waiting for call back with healthcare provider regarding the high blood glucose. The patient was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.